Manufacturer narrative:
H10: per the customer¿s response, reprocessing was practiced in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in b5 the following was discovered; the air supply volume did not meet the standard value due to clogging of nozzle, the water removal ability did not meet the standard value due to clogging of nozzle, the universal cord had a scratch, and the paint on the air/ water cylinder was peeled. The customer could not identify the foreign material. The customer cleaned, disinfected, and sterilized the device before returning it to olympus. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with air, water and detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a defective air and water supply (felt weak). The issue was found during procedure. The procedure was completed with continuous use and there was no delay or harm to the patient. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.